Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "disintegrated and exchange from textured to smooth breast implants due to the patient¿s concern with the product manufacturer of the device unknown".

Event description:
Patient reported left side implant was "disintegrated and exchange from textured to smooth breast implants due to the patient¿s concern with the product manufacturer of the device unknown. Device has been explanted.